Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer had high blood glucose levels prior to hospitalization, but the customer did not treat with an injection or an infusion set change. Troubleshooting was performed and the insulin pump passed the lead screw test. The insulin pump failed the high pressure test twice.